Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 handle assembly and ligator head were analyzed. A visual and media evaluation of the ligator head found five bands were present and some were moved out of their position and were overlapped. It was noticed that the ligator head teeth were bent. The trip was not secured, and the slack was removed properly during device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other problems with the device were noted. The reported events were confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. This can also cause more tension on the device bent and damage teeth. Taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2021. During the procedure, the first band was released successfully; however, the rest of the bands were not able to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2021. During the procedure, the first band was released successfully; however, the rest of the bands were not able to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.